Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported a 10mm amplatzer septal occluder was selected for an implant on (B)(6) 2021. Device deformed into a cobra head upon deployment and was removed from the patient prior to release from the delivery cable. There was no interaction with atrial structures during deployment and no angulation or kink noticed in the delivery system. Device was replaced with a 12mm amplatzer septal occluder that was implanted. Patient stable, no additional information was provided.

Manufacturer narrative:
The reported event of device deformed into cobra shape could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Medwatch form report number: (B)(4). User facility medwatch received on 3 march 2022 that stated that device "prepped but when taken out of the package it was deformed." The manufacturer representative confirmed on (B)(6) 2022, that the 10mm amplatzer septal occluder was fine when it was prepped and that the left disc of the device became deformed at deployment. The physician then retracted and removed the device. No additional information was received.

Manufacturer narrative:
The reported event of device deformed into cobra shape could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.